Event description:
On 06/21/2022, it was reported by a sales representative via sems that an ar-3240-5027 fused light cable was overheating during an unspecified procedure, no patient was affected. This was discovered during use with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation